Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump suspended itself without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2018 with the following findings: during investigation, the black box and suspend history showed evidence of manual ¿cs160¿ suspend alarms. The battery compartment was cracked at threads on the side and at the case seal. Returned battery cap is undamaged and able to fit. ¿ez-prime¿ steps were performed correctly, no ¿auto-suspend¿ or any error occurred during the investigation. The pump was suspended and resumed correctly. Unable to duplicate ¿suspend issue¿ complaint.